Manufacturer narrative:
Customer reports: the dial is hard to move. Per visual inspection: missing dosing window. The alignment of the dose indicator mark and printed values on the dose knob is nominal. No misalignment of the dial was noted. No physical damage to injection foot or inpen was noted. The inpen screw retracts when dialing and advances when turning dose knob to the 0 mark and high resistance while dispensing or dialing was noted. Several attempts were made to pair inpen, every time app displayed dose doesn't match. The inpen does not pair with commercial mobile app. Inpen unable to send dose to inpen app due to communication / pairing anomaly. Inpen was cut open and after inspection it was found that the encoder pattern wheel tabs rotating causing misalignment of the encoder and traveling off the keyed slots of dose nut guides. Encoder pattern wheel should never rotate. This causes an unexpected travel of the encoder pattern wheel creating resistance to dial and dispensing and preventing inpen to pair due to misalignment of encoder. In conclusion: the customer complaint of difficulty to dial is confirmed.

Event description:
Information received by medtronic indicated that the insulin pen was broken and dial was so hard to move. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.